Event description:
It was reported that there was high atrial impedance warning on the atrial lead and some oversensing on the ventricular channel. It was also reported there was a gradual decrease in impedance value on both atrial and ventricular lead. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high atrial impedance warning on the atrial lead and some oversensing on the ventricular channel. It was also reported there was a gradual decrease in impedance value on both atrial and ventricular lead. The ventricular lead remain in use. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing impedance trend falling. Atrial impedance gradually decreasing from bipolar max of approximately 500 ohms to 400 ohms throughout the record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 5086mri58, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).